Event description:
On january 21st, the user contacted dario to report high blood glucose (bg) readings. Due to these high readings, the user reported that he overmedicated with insulin and went to the ER where he was treated for one hour, until his bg level was back to normal. While on the phone with dario's representative, the user stated he tested with both his non-dario meter and his dario meter and the results were 97 mg/dl and 167 mg/dl, respectively. A control solution test was conducted, however, it was determined that the user had been using expired control solutions, therefore, he could not count on the results. A replacement of dario's meter, cartridge of strips and control solution were sent to the user together with a return material authorization (RMA) package, to further investigate this issue. After the above was received, dario's representative followed up with the user which reported about his bg level with his non-dario meter (109 mg/dl) and with the new dario meter sent (120 mg/dl). Dario's representative instructed the user to perform control solution tests with both the old and new strips, both were reading within range. The user was then instructed to test both cartridges of strips with the new dario meter. The new cartridge of strips was reading 205 mg/dl and 202 mg/dl, while the old cartridge of strips was reading 188 mg/dl, 90 mg/dl, and 169 mg/dl. The user reported that the strips are turning to an angle inside the cartridge once he has 5 or less strips left, which is what he has left in his old cartridge of strips. Dario's representative educated the user how to properly maintain the cartridge of strips and to ensure that the cartridge cap is completely closed, otherwise it can lead to contamination. As stated in dario's user guide, one of the causes of unexpected results is that the test strip cartridge cap is not tightly sealed. As of this date, the RMA with the old dario meter was not received. If the RMA is received at a later date, a follow up report will be submitted. The high bg readings may have been due to the misuse of strips. There is not enough information regarding the old strips and old meter to investigate. No resolution is available.